Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, on abdominal wall, the device had air or gas leak from the seal. The trocar diaphragm released with the introduction of a laparoscopic clipper and fell into the patient's cavity. It was then easily removed with an atraumatic apprehension clamp without causing injury to the patient. They replaced the trocar to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal was disengaged and not received. The trocar, cannula, and envelope seal appeared intact. The obturator appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.